Event description:
It was reported that the clinical study patient (wavewriter-solis a4077) experienced a dural puncture headache that was moderate in severity. The patient was administered medication and an interlaminar epidural blood patch; the event was resolved. The physician assessed the event as having had a probable relationship to the procedure and not device or stimulation related.